Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aq-1016v intraocular lens in the left eye. During the insertion process, the surgeon said as the lends ejected from the cartridge it caused a large tear in the capsule. The lens was removed and an anterior vitrectomy was performed. The surgeon decided to leave the pt aphakic until the eye heals. Dr said this pt has extensive pre=existing problems including: gout, heart disease, diabetes retinopathy, and insulin dependent diabetes. Preop va was 20/70 and pressure was 15 mm. Pod14 va was count fingers and pressure was 18 mm. Prognosis: the pt has 2+ corneal edema and folds.